Event description:
It was reported that an ilet user experienced difficulty completing a supply change when the pump advanced past the rewind step and displayed 13.0 units with a ¿do you see drops¿ prompt, after which support guided the user back to the correct step to rewind and resume insulin delivery. Symptoms included hyperglycemia. Outcomes included restoration of insulin delivery after troubleshooting and education. Investigation included review of user-reported pump behavior and stepwise troubleshooting to complete the supply change. Investigation of this case revealed no device malfunction reproduced during the call, and the event was attributed to use difficulty during the cartridge and tubing change workflow. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.